Event description:
A healthcare professional reported that during calibration set up for cataract surgery with intra ocular lens implantation, the ophthalmic irrigation and aspiration tip got broken. The surgery was completed with another handpiece and tip. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened ophthalmic handpiece with the threads of an irrigation and aspiration tip broken in the ID was received for the report of a broken tip. The sample was visually inspected and deemed non-conforming with the irrigation and aspiration tip observed to have broken off inside the threaded area of the handpiece. Due to the broken condition, evidence of over torquing could not be evaluated as the broken off tip was not returned. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. One photo was reviewed by the investigation site. The photo shows an handpiece with the polymer irrigation and aspiration tip broken off. The reported issue of a broken tip was confirmed from the photo review. The returned non-conforming sample was received opened. How and when the irrigation and aspiration tip broke off the handpiece cannot be determined from this evaluation; therefore, a root cause cannot be determined for the complaint as described by the customer. The most likely root cause is handling when placing the tip onto the handpiece based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU instructs users that using any tool other than the tip wrench provided in the manufacturer cassette pack may damage the irrigation and aspiration tip or the handpiece. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All irrigation and aspiration tips are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).